Event description:
The reporter did back to back (rapid succession) blood glucose tests, using the same fingerstick. Reporter's results were 45 and 60mg/dl. Reporter did not have any symptoms. A control solution test was not done due to unavailability of supplies. A note in the initial report indicated that reporter had used the same test strip for both tests. On followup, the reporter confirmed the test results, but no info was verified regarding test strip usage. No harm was alleged.